Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he received a replacement insulin pump the week prior and the screen has a row of missing pixels. The customer was advised the device could be replaced. Customer stated he was unable to proceed at the time and would call back. Blood glucose value is unknown.